Event description:
It was reported that on 4/1/23 around 23:50 the device shutdown unexpectedly while infusing epinephrine, vasopressin and insulin drips without warning and would not power back on. There was patient involvement but harm is unknown.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-175930 is a concomitant. Please refer to manufacturer report number 2016493-2023-222786, which captured the correct suspect device per investigation report.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that on (B)(6) 2023 around 23:50 the device shutdown unexpectedly while infusing epinephrine, vasopressin and insulin drips without warning and would not power back on. There was patient involvement but harm is unknown.